Event description:
A procedure was performed to remove a portion of sling used in sacral colpopexy procedure. The removal was due to vaginal erosion. Additionally, a procedure was performed to remove the sling laparoscopically, leaving approximately 2 cm of mesh connected to sacrum. No sign of infection. Pt developed a bowel obstruction post op and needed a bowel resection secondary to that. The remainder of the sling mesh attached at sacrum was removed at that time.